Event description:
(B)(6) clinical study. It was reported that following a coronary artery stenting treatment procedure the patient experienced angina. Lesion 1 was a de novo lesion and the culprit lesion for st elevated myocardial infarction, located in the proximal right coronary artery (rca) with 100% stenosis and was 23 mm long with a reference vessel diameter of 3.50 mm. The physician treated the target lesion with aspiration thrombectomy and direct stent placement of a 3.50 x 28 mm taxus liberte stent and post dilatation with 0% residual stenosis. Lesion 2 was a de novo lesion and the culprit lesion for st elevated myocardial infarction located in the 1st obtuse marginal with 70% stenosis and was 7 mm long with a reference vessel diameter of 3.00 mm. The physician treated the lesion with direct stent placement of a 3.00 x 12 mm taxus liberte stent with 0% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2011, the patient presented with angina pectoris and was admitted on the same day. The in-stent restenosis located in the mid rca was treated with pre-dilation and implanting a 3.50 x 28 mm non-bsc stent. Following post dilation residual stenosis was 0%. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(4).device is a combination product.device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was further reported that lesion 1 was located in the mid right coronary artery (rca) not the proximal rca as initially reported. The patient presented to the emergency room at the time of the index procedure with chest pain and bilateral arm pain. Cardiac enzymes were negative and ECG was found to be "slightly abnormal" with no acute changes. At the time of the event, the 80% focal in-stent restenosis of the study stent placed in mid rca.

Manufacturer narrative:
(B)(4).